Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, necrosis was found after they got in pocket. The physician thought it was an allergic reaction to the device. Pocket area was all black and all necrotic tissue. The physician removed everything. There were no additional adverse patient effects reported. The pacemaker was explanted.